Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions should be 4114 - device not returned, 3221 - no findings available, and 4315 - cause not established, respectively.

Event description:
It was reported that the patient presented for initial implant. During procedure the screw on the adaptor could not be tightened. The torque wrench was unresponsive and the screw fell when viewed from the cross section. The physician suspected that the screw fell into the lumen from the beginning and was broken from the beginning. The adaptor was not used and was replaced. The patient was stable post procedure.